Event description:
The ventilator was alarming "exp valve stuck open. The ventilator was in use on a patient, and there was no patient harm reported. The respironics service engineer performed extended self testing (est) which failed due to an out of range specification. The service engineer replaced the exhalation valve to correct the problem. Extended self testing (est) was performed and the ventilator passed per specifications.